Event description:
It was reported that error screen appeared when doctor went to cut the femur. Error kept occuring and did not allow surgeon to proceed with the case. Equipment was swapped and surgery was completed.

Manufacturer narrative:
H10: the device, used during treatment, was returned for a prior investigation and was discarded. The initial functional investigation was performed by reviewing the returned log files which showed an "over current" error. When the error can only be cleared by rebooting the system, it is indicative of an issue in the siu firmware that randomly causes the handpiece error message and is not indicative of an issue with the handpiece. The initial visual inspection of the handpiece was performed and found no over current errors message nor any damage, which confirms the issue in the siu. There was no serial number provided for the device history record review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored. The relationship of the device and the reported event has been established. The over current error that occurred was due an issue in the siu. As a result, the root cause of the reported event was electrical component failure.